Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for air in line. The customer contact reported that the nurse ensured that the flow stop was closed 4-5 times, and had to change the chamber to get it working. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.